Manufacturer narrative:
Continuation of medical devices: dtba1d1 crtd implanted (B)(6) 2015 product event summary : the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial lead was returned to the manufacturer after being explanted and not replaced at the physician's discretion, and subsequently tested out of specification. No patient complications have been reported as a result of this event.